Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('a lot of pain') and device breakage ('remains of essure after removal') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (complete removal had to be performed and essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. The report mentioned patients who after essure removal continued with a lot of pain and remains of essure. Because of that, this patient continued the process for complete removal of device. Patient belonged to the platform ¿libres de essure¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2021: nullification: follow up was received from lawyer (reporter name / initials were amended) and this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No lot number or device sample was received in this case. We review of our complaint records and other nonconformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("a lot of pain") and device breakage ("remains of essure after removal") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (complete removal had to be performed and essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. The report mentioned patients who after essure removal continued with a lot of pain and remains of essure. Because of that, this patient continued the process for complete removal of device. Patient belonged to the platform ¿libres de essure¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We review of our complaint records and other nonconformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("a lot of pain") and device breakage ("remains of essure after removal") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (complete removal had to be performed and essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage and pelvic pain to be related to essure. The reporter commented: case reported from a lay press ¿the contraceptive essure has stolen part of our health¿. The report mentioned patients who after essure removal continued with a lot of pain and remains of essure. Because of that, this patient continued the process for complete removal of device. Patient belonged to the platform ¿libres de essure¿. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.